Event description:
Same case as MDR ID: 2134265-2014-06116. (B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and the 3.5 x 20 mm promus element plus drug eluting stent was implanted in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2014, the patient presented with substernal chest pressure that radiated to the back and down to the left arm and was associated with nausea and shortness of breath. The patient was diagnosed with unstable angina and was hospitalized. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin and clopidogrel. The study drug was last taken in (B)(6) 2012. Coronary angiography was performed and revealed 75-80% proximal isr of the previously placed 3.5 x 20 mm promus element plus stent and the 3.5 x 20 mm study stent located in the proximal part of the svg to r-pda. It was treated with balloon angioplasty and placement of a 3.5 x 16 mm promus premier stent resulting in 15-20% residual stenosis. Fifteen days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).